Event description:
During an acl reconstruction procedure, nothing appeared on the monitor. Camera head had been setup when color bars were on monitor. Procedure was changed from 2 route to single route reconstruction and backup camera head was used to finish the surgery. Email confirmed the delay was 150 minutes. The pt was on the table under general anesthesia and not local. Clarification of the incident states: the procedure (acl reconstruction) was changed from 2 route reconstruction, where 2 tendons are used, to single reconstruction where one tendon is used. The pt is recovering and is out of the hosp.

Manufacturer narrative:
Plugged camera head in and found no video. Further investigation showed the prism flex had separated from the cable connector. Could not determine cause of separation of prism flex from cable connector.